Manufacturer narrative:
A picture was provided by the customer showing a red arrow pointing at the upper lid of the burette set. The following was returned by the customer for complaint investigation: one used list #142560488 primary plum set attached to a bag spike adaptor w/ spiros, a bag spike w/ clave, and a 500ml bag. The returned set was attached to an ICU medical-provided intravenous (IV) bag, it was primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. After infusion testing, the cassette was pulled out of the pump and the flow regulator was opened. It was observed that when the clamps on the burette lid were open the fluid would flow, and when they were closed the flow would stop. It is important to note that the clamps are not meant to control flow rate/speed. The flow regulator allows for the control of the flow speed. Using the flow regulator, the speed of flow was able to be adjusted. The complaint of when the upper clamp was opened, the fluid would drip speedily, the flow speed could not be adjusted could not be confirmed. The clamps are not meant to control flow rate. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 15may2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that: when the upper clamp was opened, the fluid would drip speedily and the flow speed could not be adjusted¿. There was no report of human harm associated with this complaint/event.